Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd896845 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the device was not returned, a complete device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with vancomycin (dosage, route, and frequency not reported). The patient was eventually discharged from the hospital and reported to have recovered from the peritonitis. Dianeal therapies were ongoing. Additional information was requested but is not available. This is report 1 of 2.